Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during a delivery, the pediatrician opened the disposable intubation blade, to find it in pieces. After opening the package the plastic broke off the base of the blade.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and the complaint was confirmed. The blades are 100% inspected both visually and functionally before leaving the manufacturing site by trained personnel with special attention to light guide integrity. This kind of deformed metal parts require applying excessive external force on the item, thus bending the metal, causing the plastic part to break. It was determined that the event occurred due to improper transportation/storage/re-packing.

Event description:
The customer alleges that during a delivery, the pediatrician opened the disposable intubation blade, to find it in pieces. After opening the package the plastic broke off the base of the blade.